Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tbm states the provider texted him telling him that the brake cables were replaced on a solara and they have busted within a week.